Event description:
A patient reported blood glucose results of "80 mg/dl, 141 mg/dl, and 131 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.